Event description:
Tech drew specimen with syringe attached and winged needle collection set in an isolation pediatric room. Tech unclamped the devise lever to obtain blood in tubing and in that process the collection set fell apart exposing blood, spring, loose needle onto patient floor. Manufacturer response for vanishpoint butterfly, vanishpoint (per site reporter). MFR sent clinical rep along with territory manager, will be sending trainers next week.